Manufacturer narrative:
Analysis of programming history confirmed event.

Event description:
Review of internal programming history at manufacturer identified that a pt had a generator test performed out of the operating room on (B) (6) 2005. A generator test can reset a pt's generator to unintended settings. Two tests were performed on the pt that faulted and the pt's settings were changed from their intended therapy. They were set at prior to the test: output current 1.75, signal frequency 30, pulse width 500, on time 30sec, off time 3 min, after the testing that was interrupted, the pt's settings were changed to output current 0 and signal frequency 20 from 30, additionally, their magnet therapy was set to 0 output current from 2ma. The pt left the office at unintended settings. When the pt returned to clinic on (B) (6) 2006, their vns was programmed back to their intended therapy.